Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR: ID: (B)(4). Promus element plus clinical study. It was reported that myocardial infarction and in-stent restenosis occurred. In (B)(6) 2013, the patient presented due to unstable angina. Subsequently coronary angiography and index procedure were performed. Target lesion #1 was a de novo lesion located in the first diagonal with 70% stenosis and was 12 mm long with a reference vessel diameter of 2.25 mm.. The lesion was treated with pre-dilatation and placement of a 2.25mmx12mm promus element¿ plus stent, resulting in 0% residual stenosis. Target lesion # 2 was an ostial lesion located in the right posterior descending artery (r-pda) with 95% stenosis and was 16 mm long with a reference vessel diameter of 3.5 mm. Target lesion # 2 was treated with pre-dilatation and placement of a 3.00mmx16mm promus element¿ plus stent. Following post dilation, residual stenosis was 0%. Target lesion # 3 was a de novo lesion located in the first right posterolateral segment (1st rpl) with 20% stenosis and was 12 mm long with a reference vessel diameter of 3.0 mm. Target lesion # 3 was treated with pre-dilatation and placement of a 3.00mmx12mm promus element¿ plus stent. Following post dilation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient was diagnosed with myocardial infarction and was hospitalized on the same day. Patient's cardiac enzymes were noted to be elevated and coronary angiography revealed widely patent 2.25mmx12mm promus element¿ plus stent in diagonal and 95% high grade in-stent restenosis (isr) of the previously placed 3.00mmx16mm and 3.00mmx12mm promus element¿ plus stents in rpda and 1st rpl respectively. The physician treated the isr with cutting balloon angioplasty and placement of 2.75x22.00mm (in rpl) and 3.0x22mm (in r-pda) non-bsc stents in a culotte fashion. Following post-dilatation, excellent result was obtained. One day post procedure, the event was considered resolved and the subject was discharged on aspirin and prasugrel.